Manufacturer narrative:
Per follow-up from clinical specialist, there is no further update. Patient is no longer seeing this physician as they are not allowed in the building on account of a conflict with building security. As the device remains implanted and will not be returned, no further analysis is possible. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformance's, issues or capas associated with us catheter kit function. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a catheter disconnection. Patient also was reported to have had an increase in pain. Patient had come into the office for a cap study, in which the cap was unable to be aspirated. Under fluoroscopy, cs reports that the catheter seemed to be disconnected from the pump stem.